Event description:
It was reported that during vf episodes, intermittent undersensed ventricular events were noted about every 2-3 seconds. The device detected and delivered atp and hv therapy which converted the rhythm. Prior to the device shocking, the patient received CPR until charging completed and the shock restored normal sinus rhythm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).